Event description:
The neurosurgeon has identified a lead break between the generator replacement. The event occurred on (B)(6). No further information was provided at the time regarding physician and patient. A review of the patient's vns programming history indicates the last diagnostic recorded was on (B)(6) 2012, which showed the lead impedance was ok. Follow up found that the physician was unable to specify how the lead break occurred. Programming and diagnostic history was unavailable. The device was replaced. It is unknown if patient manipulation or trauma occurred that is believed to have caused or contributed to the lead break. X-rays were not available.

Manufacturer narrative:
Device manufacturing records and programming history were reviewed. Review of manufacturing records confirmed the device met all final testing specifications prior to distribution. Device failure is suspected, but did not cause or contribute to a death or serious injury.